Manufacturer narrative:
Customer's grandson was helping him onto the stairlift at the top of the stairs. The stairlift was locked in a 45 degree angle. The grandson turned his back to move the customer's walker out of the way when the customer tried to slide himself back onto the chair. At that point, the customer fell over the armrest of the chair and down the stairs. The customer was taken to the hospital and suffered fractured ribs and a concussion. Stairlift was inspected and all components operated to spec.

Event description:
Customer was being assisted onto the stairlift by his grandson. The stairlift was locked in the 45 degree position at the top of the staircase. Customer's grandson turned away to move the walker, at that point, the customer attempted to slide back onto the chair and fell over the armrest of the stairlift and down the stairs.